Event description:
The complainant reported that after implanting and starting on impella cp, the 14 french (fr) x 25 centimeter (cm) peel away sheath was noted to be leaking blood at the valve. The impella was pulled and the sheath was replaced with a 14 fr x 13 cm sheath. The impella was rinsed in sterile five percent dextrose water and reinserted. The new sheath was not leaking and the case continued successfully. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation into introducer damage ¿ mechanical has been completed. The device analysis showed there were no damages were observed.